Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2006 - the pt was implanted with multiple medical devices, including a davol flat mesh, during an inguinal hernia repair with bladder suspension. The attorney's report alleges additional medical/surgical treatment, nerve damage, permanent injury, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information and if available, to request return of the device for eval. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device information davol has received to date. If additional event and/or eval information is obtained, a follow-up MDR will be submitted.